Event description:
It was reported that the patient was hospitalized while implanted with an external neurostimulator (ens). The trial leads were removed on (B)(6) 2012. There were concerns that the patient had an epidural abscess and the patient was scheduled for an MRI. The patient outcome was unknown. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# implanted: explanted: (B)(6) 2012; product type lead. (B)(4).